Event description:
On 10/15/85 an aus device was implanted. On 1/27/92 the cuff was revised. On 4/21/92 the balloon was revised. On 7/22/97 the entire device was removed from the pt and replaced due to disconnection of the balloon-fluid loss.